Event description:
It was reported that this lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. The helix was retracted. Dried body fluid was noted in the helix housing. Cuts, punctures, tears and deformed coils were noted in the insulation area, likely from explant damage. The ip electrode ring was bent in on one edge. The ID tag is buckled and cracked. A cracked ID tag is considered a design issue.